Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the suture broke. It did not have enough strength to support the tissue. There was no adverse consequence to the patient.